Manufacturer narrative:
The suspect device was returned to olympus for evaluation. As described in b5, during inspection and testing, there was no image displayed, caused by a faulty connector. In addition, service found the battery had run out, causing the clock to reset. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for a choledochoscopy, it was observed that the socket was loose, causing the image to flicker when the cable was moved, but the subject was still visible. The intended procedure was completed with a similar device. The procedure was not delayed more than 15 minutes. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, no image was observed. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the communication failure has occurred due to the failure of connectors, and the images are no longer displayed. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.